Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, whole device was immediately shutdown and the breathing bag was used to assist with breathing until the patient was connected to another ventilator. The device is being repaired by the customer. There was no on-site visit by our technician. No more information was provided regarding final repair and what was the caused of the issue. An acute change of machine occurs when the machine's graphic user interface (gui) or behavior implies an immediate need for replacement. This could for example be due to a serious fault indicated by an error message or the machine's inability to sustain vital functionality. In investigated scenario, the device froze and stopped working, which prompted the user to change the device, as it was seen as machine's inability to sustain vital functionality. The device's logs were not provided, hence it is not possible to confirm if the device stopped ventilating the patient or if it was touch screen malfunction. No more details were provided. The cause of the issues has not been determined.

Event description:
It was reported that the ventilator froze and stopped working during use. There was no patient harm reported. Manufacturer's ref. #: (B)(4).